Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The scope was dried by a wipe with clean towel and blew by filtered compressed air. The endoscope was being stored in a simple cabinet. The device was quarantined after microorganisms were detected. The device was reprocessed (1) time before sampling. The subject device is new and received in 2023. The sampling was taken after preparation for an examination. The storage environment prior to sampling was an ambient temperature closed storage cabinet. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. The device evaluation found; the suction cylinder had no color. The air/water cylinder, auxiliary channel, and air/water tube had foreign objects. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a scratch. Adhesive around light guide lens had a crack. Adhesive on the bending section cover had a crack. The connecting tube had a scratch. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The colonovideoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa. (4) channel pools were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end, instrument/biopsy/suction channels, air/water channel, and auxiliary water channel were cultured and there was no detection for microorganisms. Overall, the results are in conformance with the requirements. The device was returned to olympus for evaluation but the investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope did not pass a culture test. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.